Event description:
Tip of intravenous (IV) tubing broke off and was embedded in the purple tip of the peripherally inserted central catheter (PICC) line.the tip of the PICC was pulled out without any special intervention. There was no patient harm and patient plan of care did not change.